Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date of event is unknown. The date entered in is based off event occurred ¿end of december 2022¿. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The customer reported that they haven't received a replacement reader. Please note that no reader would have been issued to customer as the replacement device was issued was a sensor, due to a sensor error message. However, the customer reported that they had returned the reader, and due to not having a reader the customer was unable to test and experienced nausea and loss of consciousness, requiring treatment of ¿fast acting sugar¿ (glucose) injection via third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The customer reported that they haven't received a replacement reader. Please note that no reader would have been issued to customer as the replacement device was issued was a sensor, due to a sensor error message. However, the customer reported that they had returned the reader, and due to not having a reader the customer was unable to test and experienced nausea and loss of consciousness, requiring treatment of ¿fast acting sugar¿ (glucose) injection via third-party. There was no report of death or permanent injury associated with this event.